Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2004. Following the procedure, the patient experienced constant, debilitating pain and bleeding during sexual activity. There was no further information provided.